Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous left anterior descending coronary artery. During the unpacking of a 2.75x38mm xience alpine stent delivery system (sds), it was noted that the stent dislodged and was loose on the balloon. There was no resistance during removal of the stylet, protective sheath, or the sds from the dispenser coil. The device was not used and there was no patient involvement. An unspecified xience alpine stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.